Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, motor position encoder error, and motion sensor test failure. Customer's blood glucose level was 144 mg/dl. The customer was unable to exit the rewind. The displacement verification test could not be performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motion sensor test failure alarm occurred during rewind due to motor encoder signal out of phase. Analysis was unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motion sensor test failure alarm. Pump passed idle current test and run current test. Analysis was unable to verify motor error alarm and motor position encoder error alarm due to motion sensor test failure alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.